Manufacturer narrative:
The reported lot# 9266694 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found at an unspecified time with a 5 ml bd¿ enteral syringe with clear barrel & bd univia¿ connector. The following information was provided by the initial reporter, "5ml syringe was found to have a small clear plastic piece inside the barrel of the syringe above the plunger stopper."

Manufacturer narrative:
H.6. Investigation: one photo and one actual sample were received by our quality team for evaluation. Upon visual inspection, it was observed that there was a solid plastic piece inside the syringe barrel. The solid pieces were the same diameter as the plunger. The incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, this could be chip off of plunger dimension c; thereafter stuck at stopper lower tooling, when stopper feed into lower tooling, there is tendency the chip off pp stick to the stopper and get assembled.

Event description:
It was reported that foreign matter was found at an unspecified time with a bd syringe 5ml ls. The following information was provided by the initial reporter, "5ml syringe was found to have a small clear plastic piece inside the barrel of the syringe above the plunger stopper."

Event description:
It was reported that foreign matter was found at an unspecified time with a bd syringe 5ml ls. The following information was provided by the initial reporter, "5ml syringe was found to have a small clear plastic piece inside the barrel of the syringe above the plunger stopper."

Manufacturer narrative:
Correction: the catalog and lot numbers have been updated by the customer. The following fields have been corrected: b.5. Describe event or problem: it was reported that foreign matter was found at an unspecified time with a bd syringe 5ml ls. The following information was provided by the initial reporter, "5ml syringe was found to have a small clear plastic piece inside the barrel of the syringe above the plunger stopper." D.4. Medical device lot #: 9266694, d.4. Medical device expiration date: 2024-09-30, h.4. Device manufacture date: 2019-09-23, d.1. Medical device brand name: bd syringe 5ml ls. D. 1 medical device type: n/a d.2. Common device: syringe d.3. Medical device manufacturer: becton dickinson medical (singapore) d.4 medical device catalog #: 302130, d.4. Unique identifier (UDI) #: (B)(4), g.2 manufacturing location: becton dickinson medical (singapore) d.10. Device available for eval?: yes d.10 returned to manufacturer on: 2020-04-13 h3 other text : see h.10.